Event description:
It was reported via repair work order that the cot could not be used due to missing restraint straps. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.